Manufacturer narrative:
Concomitant medical products: product ID 377730, lot# n0036065, implanted: (B)(6) 2007. Product type: lead: product ID 377730, lot# n0036065, implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 37711, serial# (B)(4), implanted: (B)(6) 2006. Product type: implantable neurostimulator: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
It was reported that a patient had high impedances with no functioning electrodes on this device. It was stated that this was the second confirmed over discharge due to patient non-compliance. The patient had not used stimulation since 2010. There was a power-on-reset (por) condition that was reported, and it was successfully cleared. The patient had a regular appointment with her health care provider (hcp) scheduled in (B)(6) 2013. The physician has been made aware of the details. Further information has been requested. If more information is made available, a follow up report will be sent.